Manufacturer narrative:
Preliminary analysis of the device history records showed that the device was manufactured and delivered according to all applicable standard operating procedures and that no anomaly was recorded regarding its battery.

Event description:
Reportedly, on (B)(6) 2020, during an implantation procedure, the subject crt-d device was interrogated and a battery voltage of 2.97v was observed, with an abrupt decrease in the battery curve. Therefore, it was decided not to implant the device. Another crt-d was implanted instead and, as it was not possible to implant a left ventricular lead in the coronary sinuous, the lead was implanted in the bundle of his. The subject crt-d was never programmed.

Event description:
Reportedly, on (B)(6) 2020, during an implantation procedure, the subject crt-d device was interrogated and a battery voltage of 2.97v was observed, with an abrupt decrease in the battery curve. Therefore, it was decided not to implant the device. Another crt-d was implanted instead and, as it was not possible to implant a left ventricular lead in the coronary sinuous, the lead was implanted in the bundle of his. The subject crt-d was never programmed.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2020, during an implantation procedure, the subject crt-d device was interrogated and a battery voltage of 2.97v was observed, with an abrupt decrease in the battery curve. Therefore, it was decided not to implant the device. Another crt-d was implanted instead and, as it was not possible to implant a left ventricular lead in the coronary sinuous, the lead was implanted in the bundle of his. The subject crt-d was never programmed.